Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with elan 4 electro perforator driver. The following information was reported: during surgery, the blade stopper did not work at the 5th hole. Additionally, the blade was detached from ga822 when the surgeon pulled out of the skull. The surgery was finished safely. There was no delay. The malfunction is filed under (B)(4).